Event description:
PICC nurse was unable to remove wire and when finally able to remove from patient's arm - a knot was present in the wire.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.